Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device was warm to touch and fan was spinning slower than expected. The fan was not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and was warm to touch. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.